Manufacturer narrative:
Philips received a complaint on the philips xl defibrillator indicating that the device¿s ECG cable did not work. There was no report patient involvement. Available details indicate that the device had exhibited symptoms of a failure. Details provided in a good faith effort response indicate that the customer was sent a replacement ECG cable and the device was successfully returned to service. The device remains at the customer's site no further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ECG cable does not work. There was no patient involvement.